Event description:
It was reported that the 9900 sys would not move correctly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface was replaced during the service call. The sys was found to be working as intended, and put back into service.